Manufacturer narrative:
Concomitant medical products: w4tr02 crt-d, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected they moved lead when rolled over in bed today. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.